Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a persistent atrial fibrillation, the faradrive steerable sheath had a foreign material inside the flush port. A white particle was noticed by the physician in the flush port tubing just before flushing and inserting the farawave catheter. The origin of the foreign material was unknown, but it was no longer present in the sheath. The sheath was cut open to investigate further, revealing what appeared to be a piece of paper or plastic. To resolve the issue, the device was replaced, and the procedure was completed without any patient complications. The device has been retained by the customer, and an image was provided.

Event description:
It was reported that during a procedure to treat a persistent atrial fibrillation, the faradrive steerable sheath had a foreign material inside the flush port. A white particle was noticed by the physician in the flush port tubing just before flushing and inserting the farawave catheter. The origin of the foreign material was unknown, but it was no longer present in the sheath. The sheath was cut open to investigate further, revealing what appeared to be a piece of paper or plastic. To resolve the issue, the device was replaced, and the procedure was completed without any patient complications. The device was returned for analysis, and an image was provided for review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned faradrive sheath was analyzed. A picture of the foreign material found inside the flush lumen during the time of the event was provided for investigation. The foreign material allegation was confirmed based off the image attached to the complaint. Visual inspection found the flush lumen was cut. The cut piece with the white foreign material was not returned. Therefore, the cause of the allegation cannot be established. The sheath was functionally tested by turning the steering knob and was able to deflect and hold deflection.